Manufacturer narrative:
Section d4: lot number and expiration date were updated. The sample was received for investigation. The bead pattern of the sample was investigated further and compared to reference samples where there was a homogenous distribution of beads inside the measuring cell. For this patient sample, strong bead aggregation was observed. The patient sample was tested with a different assay (tsh) for comparison purposes and a homogenous bead distribution was observed. The low signal messages produced by the instrument were due to an interfering factor that caused bead aggregation and therefore signal quench. The concentration of the patient's sample thus showed results below the measuring range of the assay. This interference is specific to the troponin t hs assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient on a cobas 6000 e 601 module. Sample 1: the sample was analyzed 3 times with the result and a data flag alarm. The sample was diluted (1:50) and the result was 150 ng/l. The sample was diluted (1:100) and the result was 300 ng/l. The sample was diluted (1:400) and the result was 1200 ng/l. All of these dilutions were performed on the instrument (not manually). Sample 2: a new sample was analyzed once and was the result with a data flag alarm. Sample 3: on (B)(6) 2024 a new sample was sent to another hospital and it was tested on an e801 module. The result was 3 ng/l with a data flag. The sample was repeated as the patient was experiencing chest pain and the clinicians did not believe the low result.